Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a fracture. Lead had noise, impedance over 3000 ohms and no capture in bipolar. A new lead was implanted. No additional adverse patient effects were reported.